Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon reported that device had "no end fusion" due to partial seal. It was noted that re-grasp alert, end tone and energy delivery were unknown.